Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The same day as the event onset, the patient was treated with magnex forte injection (intravenous (IV), stat, dose and duration not reported), levoflox injection (IV stat, dose and duration not reported), vancomycin injection (100mg each bag, ongoing, route, frequency, and duration not reported) and amikacin injection (50mg each bag, ongoing, route, frequency, and duration not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.